Event description:
Pt had an episode of bradycardia with a 6 second pause prompting cardiology consult. Patient then had 3.88 second symptomatic pause. One day later, ppm placed. Next day, large right pneumothorax discovered. Chest tube placed. Following day, pericardial tamponade with hr in the 120s and sbp in the 80s. A 480 cc of bloody fluid aspirated from the pericardial space in the cath lab. Pigtail left in place. Chest tube placed. Three days later, a second right-sided chest tube was placed due to residual pneumothorax. Day after, medtronic pacing lead 5076 capsurefix removed due to perforation. Physician replaced lead with a passive fix model.